Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 51-year-old female patient who had essure (batch no. 695931,20205788) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) left side/left fallopian tube remains minimally patent." On (B)(6) 2010. The patient's medical history included osteopenia on (B)(6) 2016, vulva biopsy in (B)(6) 2015, loop electrosurgical excision procedure in (B)(6) 2015, squamous cell carcinoma of skin, jaw operation, infertility, atypical squamous cells of undetermined significance, cervical intraepithelial neoplasia iii, chemotherapy induced peripheral neuropathy, multiple caesarean sections, d & c and skin lesion excision. Concurrent conditions included pap smear abnormal, human papilloma virus infection, vulval intraepithelial neoplasia and umbilical hernia. Concomitant products included acetylsalicylic acid (baby aspirin), calcium, escitalopram oxalate (lexapro) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: were 4 coils coming from the left ostium and 3 coils coming from the right ostium. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- lot numbers were added. New reporter, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 51-year-old female patient who had essure (batch no. 695931,20205788) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) left side/left fallopian tube remains minimally patent." On (B)(6) 2010. The patient's medical history included osteopenia on (B)(6) 2016, vulva biopsy in (B)(6) 2015, loop electrosurgical excision procedure in (B)(6) 2015, squamous cell carcinoma of skin, jaw operation, infertility, atypical squamous cells of undetermined significance, cervical intraepithelial neoplasia iii, chemotherapy induced peripheral neuropathy, multiple caesarean sections, d & c and skin lesion excision. Concurrent conditions included pap smear abnormal, human papilloma virus infection, vulval intraepithelial neoplasia and umbilical hernia. Concomitant products included acetylsalicylic acid (baby aspirin), calcium, escitalopram oxalate (lexapro) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: were 4 coils coming from the left ostium and 3 coils coming from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). One side wasn't quite complete. Recommended followup study. Essure devices in satisfactory position. Right fallopian tube appears occluded. Left fallopian tube remains minimally patent.; on (B)(6) 2011: right fallopian tube appears occluded. Left fallopian tube remains patent. Essure devices in satisfactory position. Lot number: 20205788 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 695931 manufacture date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) left side/left fallopian tube remains minimally patent." On (B)(6) 2010. The patient's medical history included osteopenia on (B)(6) 2016, vulva biopsy in (B)(6) 2015, loop electrosurgical excision procedure in (B)(6) 2015, squamous cell carcinoma of skin, jaw operation, infertility, atypical squamous cells of undetermined significance, cervical intraepithelial neoplasia iii, chemotherapy induced peripheral neuropathy, c-section, d & c and skin lesion excision. Concurrent conditions included pap smear abnormal, human papilloma virus infection, vulval intraepithelial neoplasia and umbilical hernia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: were 4 coils coming from the left ostium and 3 coils coming from the right ostium. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received ¿ case become valid with incident. New event failure to occlude (close) fallopian tube(s) left side and medical device removal were added. Product information indication, essure insertion and removal date were added. Patient information date of birth, race and height were added. New reporter and consumer address were added. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.